Event description:
It was reported that there was no resistance encountered during advancement of the xience xpedition stent delivery system (sds) to the predilated target lesion in the saphenous vein graft (svg) to the left anterior descending coronary artery (lad). The physician commented that, "it flew down." When the sds was at the lesion, it was noted fluoroscopically that the stent was 5 mm off the balloon sds distally. The stent was deployed at nominal pressure in the target lesion, but was unevenly apposed. A non-compliant balloon was used to deploy the distal segment of the stent that had moved off the markers. There were no adverse patient sequelae and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, partial stent deployment and stent movement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: xience xpedition is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. The IFU also states: the safety and effectiveness of the xience xpedition stent have not been established for subject populations with saphenous vein grafts. Based on the information reviewed, there is no indication of a product deficiency.